Event description:
It was reported that the patient had some bruising around the ipg site which was believed to be ecchymosis with tenderness. The patient was also having difficulty charging and stated that the ipg was taking a long time to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg was discarded.